Event description:
The patient reported an alarm (B)(4) emitted from the pump twice in succession on (B)(6) 2010. She stated that she received these alarms after a replace battery alarm was emitted. The patient placed a correct battery type (1.5 volt aa), the pump powered up, and she was able to review the alarm history. She found that the replace battery alarm was not preceded by a low battery warning as expected.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. The black box verified a replace battery alarm followed by two (B)(4) alarms. The 127 alarms are generated when the pump detects a battery voltage that is different from the recommended 1.5 volt aa battery. During testing, the pump alarmed (B)(4) when a correct battery was inserted; the alarm could not be cleared. Investigation revealed a defective component in the battery signal circuit. The investigation concluded that the failed component caused the replace and (B)(4) alarms.